Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had been protruding from her back. In turn, the patient's physician decided explant and replace the patient's lead to eliminate the risk of infection. The patient's physician also electively explanted and replaced the patient's anchors to eliminate the risk of infection.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.